Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that some settings were changed on their device when the patient was not having any problems, and after the reprogramming the patient experienced fast heart rates, palpitations, and premature ventricular contractions. The settings were changed back and the patient is feeling much better. The clinic was contacted, and the patient had not discussed this issue with the physician. No further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.